Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the device's distal end was scorched/burned. The issue was observed during pre-use inspection. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a device evaluation. Updated fields: d8, d9, h2, h3, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. Device inspection found distal end was cauterized. In addition, device inspection found light guide was missing. Based on the results of the investigation, it is likely that a high-energy treatment tool (high frequency, etc.) Was used without ensuring a sufficient distance from the tip. Based on the results of investigation, it is likely due to stress problem the light guide missing. A definitive root cause could not be specified. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.